Event description:
A biomed contacted global technical service (gts) to report that a reverse osmosis (ro) machine was having issues with the water going below the set point but the machine would not alarm. The baxter technician advised the biomed to change the (B)(4) process control board (pcb) for no visual/audible indications from the ro machine. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A customer contacted baxter for the reported issue of "water goes below the set point with water, but the machine does not alarm". The report was not confirmed. The assignable cause for the reported issue was undetermined. A review of the service history reveals the device has never been serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.